Event description:
Red blistery itchy rash. Have been on dexcom 6 blood glucose sensors after receiving a new 3 month supply in (B)(6) 2020 I have bad reactions. Red blistery rashes developed where the sensor is applied. Have not been able to keep on for the full 10 days as the itch is unbearable and burning. Takes months to heal with antibiotic cream and cannot put another sensor anywhere close to the removed one. I have spoken to dexcom twice with advice on barriers. I have tried every barrier spray and anything recommended from other users. My blood sugars were very well controlled before the change of the adhesive, not so much now because my abdomen is a mess and not healing in spots. Even after removed the itch is unbearable. I want the dexcom sensors to have the previous adhesive or least something that does not cause so much pain. FDA safety report ID # (B)(4).